Event description:
It was reported that the filter became misplaced upon deployment. After obtaining femoral access, a venacavagram confirmed placement as well as size of cava. Upon the initial attempt to unsheath the filter, the upper level of filtration deployed without any complication and then the feet (bottom level of filtration) were beginning to deploy. Three of the hooks were caught on the sheath and three hooks were inside the cava. The physician tried to release the three feet for about 20 mins without success. Upon use of force, he was able to release the hooks from the sheath. At that time, the filter popped out of the sheath and landed above the renal veins. The filter remained implanted, but was retrieved at a later date.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample has not been returned for eval to date. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk. The info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.